Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the returned hemostasis valve appeared unsplit. The hemostasis valves are designed to have a lead inserted into the hemostasis valve, then slit/split/peeled off. They are not designed to have a lead withdrawn from the hemostasis valve. Should an issue occur, the lead and introducer should be withdrawn together. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the physician had difficulty inserting the his lead through the hemostatic valve of the delivery catheter resulting in damage to the helix. The lead was removed and another his lead was attempted, but the lead would not extend past the distal bend of the delivery catheter. After multiple attempts of trying to advance the lead to no avail, the second his lead was removed and replaced. No patient complications have been reported as a result of this event.